Manufacturer narrative:
Section a2: age and date of birth: not applicable, as there was no patient contact. Section a3a: sex: not applicable, as there was no patient contact. Section a3b: gender: not applicable, as there was no patient contact. Section a4: weight: not applicable, as there was no patient contact. Section a5: ethnicity: not applicable, as there was no patient contact. Section a6: race: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) came out of the injector "all gummy and wrinkled" and "haptic fell was gone as well". The lens was unable to be implanted and a back-up lens was used. There was no patient contact. Through follow-up it was learned that when attempting to advance the lens, it was discovered that the haptic and the lens were torn, prior to patient contact. Balanced salt solution (bss) at room temperature was used as a cartridge lubricant. The device was discarded. No further information was provided.